Event description:
This was a left-sided cardiac lead extraction performed in the or to remove a non-functional sjm 1788 -ra pacing lead and prophylactically a sjm 1580 riata dual coil ICD - rv. The patient was placed under general anesthesia, arterial line was placed, baseline abp was 102/94, 4 units of typed/crossed blood were in the or, and fluoroscopy and tee were in use. The md inserted a stylet down the sjm 1788 ra and easily extracted the lead manually. The md then inserted a lld-ez in the sjm 1580 riata and began lasing with a 14f glidelight with a 33cm visisheath m. The laser sheath was advancing with ease until reaching the proximal tip of the proximal coil. The md encountered significant binding at this point and lased with minimal success. Stepping off the laser pedal he advanced the visisheath over the binding site, rotating the bevel of the sheath back and forth. At this point the patient's abp was 77/65. The md requested anesthesia give no meds because the md believed the patient had an inverted ventricle and the abp would recover. Lasing once more he advanced the sheath with ease and successfully extracted the sjm 1580. Within approximately 25 seconds of this the patient's abp dropped to 32/24. The md immediately converted to a sternotomy and provided internal cardiac massage. Blood was hung (4 units total) and the patient was placed on bypass within 10 minutes of the initial abp decline. A tear in the innominate/svc was found and repaired successfully. The patient's lv lead was extracted during the open chest procedure followed by the re-implantation of a ICD lead and three epicardial leads. An hour post-op the patient was stable and reported as recovering well. Md stated the injury was linear and appeared jagged in nature. "It was obviously made by the visisheath and not the laser sheath" and that the laser sheath acted as a tamponade until the sheath was removed.

Manufacturer narrative:
Device disposed of after use.